Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high results for 2 patients tested for troponin t hs (high sensitive) ¿ troponin t hs on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. Patient 1 initial troponin t hs result at 12:00 a.m. Was approximately 300 ng/ml. A new sample was obtained at 1:00 p.m. And the result was approximately 1000 ng/ml. An additional sample was obtained at 6:00 p.m. And the result was 8 ng/ml. The customer repeated the first two samples from the patient and obtained results of approximately 8 ng/ml. Patient 2 initial troponin t hs result at 2:00 p.m. Was > 1000 ng/ml. A new sample was obtained at 4:00 p.m. And the result was > 100 ng/ml. At 6:00 p.m. The customer repeated both samples and the results were approximately 50 ng/ml. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 245194. The expiration date was not provided.

Manufacturer narrative:
No instrument issues were identified during a review of the customer's calibration, qc and instrument performance testing data. The investigation was unable to find a definitive root cause. The customer thinks the issue was due to the type of sample collection tube they were using.

Manufacturer narrative:
The customer provided clarifying information: the unit of measure for all troponin t hs tests should be ng/l instead of ng/ml. The customer has changed their sample tube type from heparin anti-coagulation to serum. Since making this change, the customer has not had any similar issues.